Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's vns handheld computer screen would not move off the hp screen. Troubleshooting was performed, but the problem persisted. Product was returned to the manufacturer for analysis. Upon analysis, a broken solder connection between the pcb and a screw mount was identified near the main battery terminal. The broken solder connection can prevent the main battery from making good electrical contact with the pcb allowing the handheld to lose power momentarily. The momentary loss in power can cause the handheld to stall on the hp boot up screen due to file corruptions associated with the operating system. No further anomalies associated with the hhd were identified during the analysis.